Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the manufacturing evaluation are as follows: the complained colibri was forwarded to our service department for investigation. The investigation of the complaint article had shown that the machine is always running even without operating the speed button. The control system of the machine was defective and had some failure. The overdue service was done and the repaired device was send back to the customer. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was noted on an unknown date, that the colibri device always runs. This is report 1 of 1 for complaint (B)(4).